Manufacturer narrative:
The returned product was visually inspected and a kink in the cannula was observed. The long introducer was used in the case indicating a diseased vessel condition causing the kink but that was unable to be confirmed. The cause of the issue was a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump appeared to be in the left ventricle in proper position; however, flows would not go over 0.2 in p2 or on auto. Multiple attempts were made to reposition without improvement in flows. The pump was replaced and achieved adequate flows immediately. Additional information was provided that noted the patient expired. There was no reported relation of the impella with the patient's outcome.